Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) in 2006 alleging that her meter does not power. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On the same day, the patient's meter would not power on. She experienced a headache at the time of testing and took 7.9 units of novolog. She contacted a physician/hcp for advice. Since she was unable to test, she went to the hospital around 8:30 am and tested on the hospital meter and obtained 354 mg/dl and was treated with insulin. While troubleshooting with the customer care advocate (cca), the meter powered on using the power button. The patient was using the correct vial of test strips and the meter powered on by pressing the power button. Cca had the patient insert the test strip all the way into the meter and the meter did not power on. The meter is not a new product (out of box). Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, events that took place prior to event day, how long the patient was unable to test and how much insulin she was given at the hospital. The complaint is being reported since the patient was unable to test and was treated by a medical professional with insulin.